Event description:
The customer obtained results 300mg/dl and 147mg/dl on her accu-chek compact system. The customer reports an additional comparison with results 49mg/dl and 79mg/dl on her accu-chek compact system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the results. No adverse event reported. New system sent to customer and return requested.